Event description:
The end user stated that when she went to get up, the unit shifted and she twisted her back trying to get off of the toilet. She stated the unit came unlocked and she almost fell onto the floor.